Event description:
It was reported that the right ventricular lead was replaced due to high impedance (1,123 ohms). No patient complications were reported as a result of this event. Additional information was received reporting that the lead was explanted due to insulation breaches. The previous report of high impedance was incorrect. No information on lead impedance was provided.

Manufacturer narrative:
Asku